Event description:
It was reported that during implant of the right ventricular lead the doctor had difficulty advancing the stylet into the lead, and impedance was high after placement. It was subsequently reported that there were multiple attempts to advance the lead, and that the lead malfunctioned during final testing. The lead was not used and another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during implant of the right ventricular lead the doctor had difficulty advancing the stylet into the lead, and impedance was high after placement. The lead was not used and another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the distal conductor was distorted, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.